Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned for routine disposal; no product allegations were reported. Upon receipt at guidant's reliability assurance laboratory, initial testing revealed that the device fell short of longevity expectations, provided actual clinical use.